Event description:
Physician was attempting to treat a lesion in the popliteal artery. It was reported that the physician attempted to use an admiral xtreme balloon catheter, and while attempting to pass the device through the 6f gc, the device would not go through, it was a 0.070" gc. The physician then used a pacific plus balloon catheter, but experienced difficulty deflating the balloon after first inflation at the lesion site. Physician had to remove the device forcibly through the arteriotomy and place a bigger sheath. The devices were removed from packaging as per IFU, prepped and inspected with no issues noted. The admiral xtreme was not used in the patient. No excessive force was used during delivery of the pacific plus and no resistance encountered while advancing the device. No patient injury or other sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: based on the information available no root cause could be determined. No results available since no evaluation was performed - device or procedural images have not been received for review. No device received for evaluation. Evaluation conclusions: unable to confirm complaint - device or procedural images have not been received for review. Based on information available no root cause could be determine. (B)(4).